Event description:
An optometrist reported anterior basement membrane dystrophy in the right eye one week post lasik. Pt was put on a hypertonic eye ointment. Pt is now fine.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 fcr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).